Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps (mbf) conductor wire was found broken. The customer used a backup instrument to continue with the procedure. No fragments fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive followed up and confirmed that black conductor wire was damaged. It was a loose cable. No loss of cautery. No thermal damage. No arching observed. No instrument collision. No images or video recording available. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken do not show damage. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.